Manufacturer narrative:
The pump has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusions can be made at this time. Please reference related complaint: MFR report # 2531779-2010-00584.

Event description:
The user reports that on two occasions, within two to three days after inserting a new battery, the pump became warm to the touch. The user noticed corrosion in the battery compartment on each occasion, and the battery appeared to have split and leaked into the compartment.